Event description:
A hospital in a foreign country reported to fph in 2008, that the heater wire in the inspiratory tube of an rt200 adult breathing circuit sparked and flashed blue electronic flashes at the junction of the heater cable mount in the vicinity of the elbow while in use on an ICU pt. The mr850 respiratory humidifier being used in the set up stopped working at the time of the event and was then isolated. After the event occurred staff at the hospital tested the heater wire which had sparked and found that it had a resistance of approximately 4.4k ohms whereas a heater wire in a new unused circuit was found to have a resistance of 17 ohms. The hospital reported that the pt did not sustain an injury as a result of the event. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: although the device is currently en route to the manufacturer for inspection an investigation was able to be carried out based on the event description, photographs of the device and previous experience with similar complaints. Result: the heater wire plug of the breathing circuit includes a section of solid plastic that surrounds the heater wire crimp. A small section of this plastic surrounding the crimp was observed to be slightly brown in the photographs provided. We were unable to carry out a lot check as no lot information was provided with this complaint. Conclusion: the brown section of plastic surrounding the crimp indicates sparking occurred within the molded plug due to a loose crimp connection between the heater wire and the heater wire pin. The sparking was contained in the heater wire plug molding. The heater wire pin crimp connection is encased in solid plastic with minimal exposure to air.